Manufacturer narrative:
Batch review performed on 11 april 2022: lot 164821: 27 items manufactured and released on 26-sept-2016. Expiration date: 2021-09-13. No anomalies found related to the problem. To date, 25 items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-revision 02.07.0312scf fixed tibial insert sc size 3/12mm (k103170) lot. 167085. Batch review performed on 11 april 2022: lot 167085: 18 items manufactured and released on 02-feb-2017. Expiration date: 2022-01-12. No anomalies found related to the problem. To date, 13 items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-revision 02.07.fcl12105 extension stem - fluted ø 12 l 105 (k120790) lot. 181245. Batch review performed on 11 april 2022: lot 181245: 15 items manufactured and released on 17-may-2018. Expiration date: 2023-05-03. No anomalies found related to the problem. To date, 11 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain and stiffness in the knee and the cause of the pain and stiffness is unknown. At almost 2 years and 10 months after primary the surgeon revised the extension stem, femur, and poly. The surgery was completed successfully.